Manufacturer narrative:
(B)(4). Batch # m54e8p. Manufacture date: 7/8/2015. Expiration date: 6/8/2020. The analysis results found that the ecs29a device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a low anterior bowel resection procedure, the device did not staple correctly and the staples did not hold the tissue. The surgeon had to repair the tissue by suture. No additional information is available. There were no patient consequences reported.